Manufacturer narrative:
MFR ref no: (B)(4). Physical inspection of the device found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loos nylon screws will trigger an intermittent open/closed switch connection causing the sys error 322. The upper auxiliary assembly was replaced.

Event description:
It was reported that a device alarmed for a sys error 322. There was no pt involvement.